Manufacturer narrative:
The reported event of sensing problem was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood or tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported, that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to sense. The physician attempted several times, but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition throughout.